Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ventricular lead was unable to pace and had low impedance and sensing difficulty. The lead was capped and replaced with a single chamber pacer on the existing atrial lead. No patient complications have been reported as a result of this event.